Event description:
It was reported that the lead was dislodged. Decreasing in r-wave, high capture threshold and increased pacing lead impedance were observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable post procedure.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.